Event description:
A surgeon reports a patient with a history of severe amblyopia is experiencing negative dysphotopsia following intraocular lens implant surgery. The patient's bcva is reported as 20/20. During examination, the surgeon noted what he described as concentric rings on the lens surface. The surgeon does not plan to intervene. During a phone conversation on 11/06/2006 the surgeon confirmed the negative dysphotopsia experienced by this patient is not necessarily caused by the reported rings; this appears to be merely a coincidence. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.